Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection and skin flap necrosis at the implant site. Subsequently, on (B)(6) 2024, the patient underwent a revision surgery of wound debridement and wound reconstruction and was treated with IV and topical antibiotics (specific dates and duration not reported). However, the issue could not be resolved and the device was explanted on (B)(6) 2025. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.